Event description:
During a rotator cuff repair the anchor eyelet broke causing the suture to come free. Sales rep for smith&nephew stated that the surgeon placed the anchor wihtout issue and when he went to secure the suture, it pulled free from the anchor eyelet. The anchor was left in place and an additional anchor was used to complete the repair without delay to the case. No pt injury or complications resulted.